Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noticed a buildup on the red blood cell (rbc) aperture and multiple rbc partial voteout errors in the instrument log. The fse replaced the rbc bath and performed complete blood count (cbc) fine gain adjustment and count rate compensation to resolve the issues. The fse verified the repair as per established procedures and results met published specifications. Results: rbc aperture.

Event description:
The customer reported obtaining differential flags on patient samples run on the unicel dxh 800 coulter cellular analysis system. The customer repeated the patient samples which were flagged on an alternate analyzer and no erroneous results were reported out of the laboratory. The customer did not provide any instrument printouts or data for this event. There was no change or affect to patient treatment in connection with this event.